Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose; value not provided. Customer declined to trouble shoot with tandem technical support or provide further details.